Event description:
Customer reported when sending a reference CT and contours and treatment plan from (B)(6), not all of the CT slices were imported.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Manufacturer narrative:
The root cause for the loss of the images was not fully traced, there were some windows event logs that did show network issues being experienced by the system; none of these events coincided with the timing of the event in question. The final risk assessment assessed the risk as being comparable with other risks that are already accepted due in the main to effect on image quality on registration and that the likelihood in this resulting in an incident was low.